Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the lot number:= unk attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on an unknown date, and barbed suture was used. The fixation tab came off the suture during use. There were no adverse consequences to the patient. Further details are not provided from the healthcare provider.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/8/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one open sample that pertain to the product code sxpp1a201. During the visual assessment of the needle suture, it was noted that the swage and attachment area were as expected. The suture was examined, body fluids at some barbs were found and the sides of the fixation tabs were found to be broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.